Event description:
The procedure was performed on a patient with critical limb ischemia. The silverhawk ss+ was advanced through the sheath easily the first time, and the physician made a couple passes with it. The silverhawk ss+ was removed to clean, and it went back in easily for a couple additional cuts. The physician took the device out the 2nd time for cleaning and noticed there was a clear strip of something stuck in the cutter, there was no plaque in the device, just the clear piece. The physician took a picture and noted that there was no/slow flow, and it looked as if there was distal emboli. A thrombectomy was performed to remove some of the distal emboli plaque.